Event description:
It was reported by the physician that he believes the power of the intraocular lens (iol) was mislabeled. The initial lens was labeled with a diopter measurement of 11. The lens was removed and replaced with the same model lens with a diopter measurement of 13. No patient injury was reported.

Manufacturer narrative:
The explanted intraocular lens (iol) was returned to our manufacturing site for evaluation and revealed the lens was manufactured within production order specifications. The returned iol was received cut in two pieces across the optic precluding measurement of the diopter. The condition of damage in the sample did not allow for further inspection. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, an additional supplemental report will be submitted. Placeholder.

Manufacturer narrative:
The product was not returned at the time of submitting the medical device report. The lens met all manufacturing specifications prior to release. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts/and/or conclusion of this report, a supplemental report will be submitted. Placeholder.